Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor tip cover accessory was observed to be falling off when being used. The procedure was completed with no reported injury.